Event description:
It was reported that there was high threshold on the right ventricular lead. The associated pacemaker was replaced to address this. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.